Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morph ology from the time of implant is unknown. Currently the aneurysm is 10.6 cm in diameter. It was reported that there was an endurant aortic cuff was implanted for an unknown reason. It was reported that there was stent separation from fabric in both ipsilateral and the contra lateral limbs. There is a type iii leak, fabric and stent separation from third stent ring (aneurx) at the level of flow divider from contra lateral limb. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. It was reported that the patient was scheduled for surgery treat a type iii endoleak, separation from the aneurx and endurant aortic cuff. However the day prior to the scheduled intervention, the patient presented emergently with abdomen pain. The patient was admitted and prepared for surgery pending ruptured aneurysm. An endurant aui device was implanted on the left side and endurant 16x16x124 limb was extended into the left common. Coils and staples were implanted for the treatment of the proximal type I endoleak of the endurant aui device. A femoral-femoral bypass was performed. The patient appeared stable after surgery. The type iii endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.